Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, 27 days post tavr procedure in the aortic position, echo showed worsening ai with multiple central and paravalvular leak (pvl) sites. Approximately 14 months post tavr, an echocardiogram (tte) showed the patient had 3+ aortic insufficiency with multiple central and paravalvular leak (pvl) sites. The patient was asymptomatic. No intervention was performed. The plan was to discuss intervention for the pvl if the patient became symptomatic. Approximately three years post implant, however, the patient was readmitted to the hospital for acute on chronic chf. The patient was treated with medications and was discharged the next day. Additional findings on tte: in comparison to previous study, lv diastolic dysfunction is worse and filling pressure higher. Right heart is larger with more tr and higher pressure. At the time of implant, post sapien xt deployment tee showed mild pvl and no central ai. Review of serial echo reports provided in the clinical trial database showed the patient had moderate pvl and no cai at 30 days. At 1 year, pvl remained unchanged at moderate and cai was trace. At 2 years, pvl remained unchanged at moderate and cai was none.

Manufacturer narrative:
Additional information provided by the hospital medical records indicated that 3 years post implant, the patient was admitted for chf. A chest x-ray showed findings associated with pulmonary edema. The patients¿ blood pressure, however, had been significantly elevated. The patient was given IV lasix. Repeat tte performed showed transvalvular velocity was within the normal range, no stenosis and mild to moderate regurgitation. The patient was discharged the next day in stable condition. Additional records show an echo report 39 days prior to this hospitalization state, ef 74%, ava 1.6cm2, av mean gradient 16mmhg, severe aortic insufficiency with medial and lateral jets, ¿abnormally functioning valve¿, mild as, mild central ai, severe mac, moderate ms, moderate mr, mild-mod tr. Overall, compared to last study, ¿ai is worse, lv is larger, ms is worse, mr is worse, tr is worse and pulmonary htn is worse¿. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the worsening aortic regurgitation and subsequent chf is unknown but may be related to patient factors (nyha class iii chf, cad, and htn, hypertension with hypertensive heart disease, ischemic heart disease and diastolic dysfunction) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.